Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information on resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to reach out if the malfunction happens again.